Event description:
Device 1 of 2. Ref MFR report: 1627487-2012-02890. The pt received two percutaneous leads implanted in the occipital region as part of her pns system (off-label). It was reported the pt could feel the leads in her neck under the skin. She stated she had never been able to feel them before and reported no break in the skin. Follow-up identified the physician felt the lead coil may be too superficial but the leads had not changed location. The surgeon revised the pt's leads on (B)(6) 2012. During the procedure, the surgeon exposed the leads to re-tunnel and secure the leads but accidentally cut one of the leads. The leads were explanted and replaced with new leads and intraoperative testing was performed.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.